Event description:
It was reported that the patient presented to the emergency room. A temporary pacemaker was placed, and the patient was unresponsive when transferred to the cvc. The physician attempted to implant a dual chamber device, and had placed both the atrial and ventricular lead. While preparing to place the device, the atrial lead dislodged. The patient was in pulseless electrical activity (pea) at this time. The atrial lead was removed, and the physician requested a single chamber device. The patient remained in pea. A code was called and resusitation was attempted; however, the patient died. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies; the full lead was returned. Visual analysis noted the proximal conductor is distorted, there is blood/body fluid in the distal conductor (not obstructed) and blood in/on the helix/lobe mechanism. The blood in the distal conductor most likely entered through the is-1 pin as no inner insulation breach was observed.